Event description:
It was reported that pump displayed malfunction code malf 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.